Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) result on a single patient that was generated on coulter gens instrument. The customer indicated that an erroneous hgb result of 9.0g/dl was generated due to a clogged vacuum line on vacuum chamber (vc) 21. The customer indicated that the correct hgb result was 12d/dl. No additional information regarding this event was provided by the customer. The customer indicated that there was no affected to patient treatment that can be attributed to or connected with this event.